Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site per the tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The cause for the reported high bg level was unknown, and a specific bg value wasn¿t provided. Tandem technical support (cts) performed a pump system check and determined the cartridge had been in use past labeling, and insulin had been exposed to extreme temperatures. Cts educated the customer on cartridge and insulin labeling. The infusion set was changed to address bg level.